Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint #(B)(4).

Event description:
It was reported that during a patient emergency an intra-aortic balloon (iab) was inserted. The iab was functioning with augmented pressure via the lab's pressure monitoring system, but the procedure continued. The customer states the pressure was to be sorted when the patient was stable. After insertion the pressure bag was changed, the 3 way tap was flushed, but there still was no pressure trace. The customer tried to draw blood back with no success and decided to change the iab. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. This case is for the second catheter where there was no reported malfunction. The patient expired, but the date is unknown. The patient's death is not attributed to the device as per the facility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient emergency an intra-aortic balloon (iab) was inserted. The iab was functioning with augmented pressure via the lab's pressure monitoring system, but the procedure continued. The customer states the pressure was to be sorted when the patient was stable. After insertion the pressure bag was changed, the 3 way tap was flushed, but there still was no pressure trace. The customer tried to draw blood back with no success and decided to change the iab. They checked and changed all of the tubing and connectors from the flush bag down to the catheter. The second catheter used was another linear 40cc and functioned as expected with a viable ap trace. This case is for the second catheter where there was no reported malfunction. The patient expired and the date is (B)(6) 2017. The patient's death is not attributed to the device as per the facility.